Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex, this analysis found that a diode component failure caused the out of specification ventricular output.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification, as a result the flex was replaced. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the two side bail covers were broken, the battery contacts were compressed, one side bail was bent, and the battery drawer was broken.

Event description:
It was reported the ventricle output is very low. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.